Event description:
It was reported that during embolization of a dural arteriovenous fistula with liquid embolic, a balloon catheter used during the procedure required eight to nine attempts to deflate it. It eventually deflated and was replaced, after which the procedure ¿proceeded normally.¿ there was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but it has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Manufacturer narrative:
Items returned for investigation: balloon microcatheter the balloon was returned deflated and curved. The hub was returned intact. Residual contrast was observed in the inflation lumen. Initial attempts to inflate the balloon were unsuccessful due to the residual contrast; the occluded lumen was bypassed and the balloon successfully inflated and deflated. The reported complaint is non-verifiable as a section of the inflation lumen was occluded with contrast and had to be bypassed during the investigation. The balloon was able to inflate and deflate normally during the investigation. The investigation found no damage or anomaly that could have contributed to the reported complaint.

Event description:
It was reported that during embolization of a dural arteriovenous fistula with liquid embolic, a balloon catheter used during the procedure required eight to nine attempts to deflate it. It eventually deflated and was replaced, after which the procedure ¿proceeded normally.¿ there was no patient injury or intervention.